Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a loss of capture for the right ventricular (rv) lead during an implant procedure. It was also reported there were high pacing thresholds and brady pacing was not delivered when required. All leads were checked prior to insertion by the pacing system analyzer (psa) and were stable. Once the leads were inserted into the header, there was a loss of capture and deflections in the electrogram (egm). This crt-p was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a loss of capture for the right ventricular (rv) lead during an implant procedure. It was also reported there were high pacing thresholds and brady pacing was not delivered when required. All leads were checked prior to insertion by the pacing system analyzer (psa) and were stable. Once the leads were inserted into the header, there was a loss of capture and deflections in the electrogram (egm). This crt-p was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was subjected to a series of functional and electrical tests, and abnormal measurements were obtained. The device case was removed, and microscopic inspection of the internal components was performed. High-powered visual inspection revealed a breach in the battery insulator, which allowed contact (i.e., a short condition) between the battery case and device case. The compromised integrity of the battery insulator was confirmed to be the cause of the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a loss of capture for the right ventricular (rv) lead during an implant procedure. It was also reported there were high pacing thresholds and brady pacing was not delivered when required. All leads were checked prior to insertion by the pacing system analyzer (psa) and were stable. Once the leads were inserted into the header, there was a loss of capture and deflections in the electrogram (egm). This crt-p was explanted and replaced. No adverse patient effects were reported.